Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the difficult to lock the clip and clip jumpiness. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter ((B)(4)) referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip opened when locked and clip jumping. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. During preparation of the clip delivery system (cds), the clip would not lock. After the second attempt the clip was able to be locked therefore it was advanced into the steerable guide catheter (sgc). After advancing through the clip introducer, the clip arms jumped opened again and column was noted to be lost on the sgc. Aspiration was performed and the clip arms were closed and the cds removed. Two new cds were used with the same sgc, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.